Manufacturer narrative:
The event occurred in: (B)(6).

Event description:
The customer complained of multiple tests from their cobas 8000 e 801 module that were generating low signal alarms. No erroneous data was generated for the tests that were generating the low signal alarms. Two tests, elecsys ferritin and elecsys anti-hbc ii immunoassay, generated questionable results for 2 patients. From the data provided, only the ferritin result for 1 patient sample was a reportable malfunction. The initial ferritin result was < 2 with a repeat result of 338. The unit of measurement was not provided. The initial result was released outside of the laboratory. There was no allegation of an adverse event. The reagent lot was 25231700 with an expiration date that was requested but not provided. The customer noticed this issue occurs after the procell bottle changes to a new bottle. The field engineering specialist found an abnormal procell signal on measuring cell 1 while performing a level check. He found a problem with the pinch-valve block between measuring cells. He changed the pinch valve tubes. The procell syringe was very dirty. He cleaned the syringe. The investigation is currently ongoing.

Manufacturer narrative:
It was clarified that the affected instrument was serial number (B)(4).

Manufacturer narrative:
Further investigation showed contamination of the procell syringe was transferred into the procell flow path. The e801 was decontaminated and the pinch valves were replaced. No further issues were reported afterward. All customers have been provided a workaround procedure to prime the instrument when it is determined that their cobas e 801 module is potentially affected by this issue. They are also instructed to contact roche technical support. A roche field service engineer will perform the procell ii m flow path decontamination procedure and the procedure should be performed every 4 weeks until your cobas e 801 module is switched to the improved procell ii m formulation. Improved procell ii m is available in the us and roche field service engineers are in the process of converting customers to the new procell ii m.

Manufacturer narrative:
Qc and calibration data is within specifications. The alarm trace contains an abnormal low signal alarm around the time of the event.